Manufacturer narrative:
Gtin#: (B)(4). Concomitant products: guidewire (ij14t1902a lot#r15k20615l05 chevalier tapered 15), guidewire (chevalier tapered 15), balloon (2.0x4.0 coyote, boston scientific). Initial reporter #: (B)(6). Complaint conclusion: a powerflex (4mm x 2cm 80cm) balloon catheter was delivered to the right external iliac artery and inflated. However, it ruptured at 5-6 atm (five to six atmospheres) during its initial dilation. It was confirmed that the pressure did not rise anymore and a leakage of the contrast media was observed under angiogram. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was unknown. Therefore the balloon was removed intact from the patient and another 4.0x4.0 powerflex and the procedure was finished successfully. There was no reported patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally, maintained negative pressure. An approach was made from the right common femoral artery. When a guidewire was attempted to cross the lesion, its tip got stuck and extended at a calcified lesion (no separation). Another guidewire crossed the lesion, but a 2.0x4.0 non-cordis failed to cross the lesion. Therefore the procedure for the superficial femoral artery was abandoned and the balloon was changed to the powerflex. The target lesion (4cm) was right external iliac artery and the left superficial femoral artery. The following information is unknown, the contrast media used, the contrast to saline ratio, the type and brand of inflation device used, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. It is also unknown if there was difficulty advancing the balloon catheter through the vessel, if the balloon catheter kinked while being used, if there was any difficulty removing the balloon catheter from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17368890 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification, mild tortuosity and an unknown rate of stenosis may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
A powerflex (4mm2cm 80) balloon catheter was delivered to the right external iliac artery and inflated. However, it ruptured at 5-6 atmospheres (atm) during its initial-dilation. It was confirmed that the pressure did not rise anymore and a leakage of the contrast media was observed under angiogram. Therefore the balloon was removed intact from the patient and another 4.0x4.0 powerflex and the procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally, maintained negative pressure. An approach was made from the right common femoral artery. When a guidewire (chevalier tapered 15) was attempted to cross the lesion, its tip got stuck and extended at a calcified lesion (no separation). Another guidewire (chevalier tapered 15) crossed the lesion, but a 2.0x4.0 coyote, boston scientific failed to cross the lesion. Therefore the procedure for the superficial femoral artery was abandoned and the balloon was changed to the powerflex. The target lesion (4cm) was right external iliac artery and the left superficial femoral artery. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was unknown. The following information is unknown, the contrast media used, the contrast to saline ratio, the type and brand of inflation device used, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. It is also unknown if there was difficulty advancing the balloon catheter through the vessel, if the balloon catheter kinked while being used, if there was any difficulty removing the balloon catheter from the patient.